Event description:
Caller indicated the relion confirm meter was giving high readings. Caller stated his wife has been taking too much insulin and crashing due to the meter reading inaccurately. No further information. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.